Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he went to the emergency room on (B)(6) 2016 with a blood glucose level of over 400 mg/dl. The customer was given fluids and insulin through IV. He was tired. The customer was wearing the insulin pump at the time of hospitalization. The high pressure test passed. The device was not returned.